Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: symmetry standard sv/5.0-4/4t/40 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located within the distal balloon sleeve. An examination of the balloon material and the tip region identified no issues which could potentially have contributed to this complaint. A visual and tactile examination found no kinks or damage to the hypotube of the device. A visual examination identified no damage to the tip of the device. A visual examination identified no damage present on the balloon cones and marker bands.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 5.0-4/4t/40 symmetry 40 balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.